Event description:
Follow up information was received from the reporter on 24-sep-2019: patient's date of birth was reported. Concomitant medications reported as none. Medical history positive for previous injections of one syringe of radiesse to the bilateral cheeks on (B)(6) 2017, (B)(6) 2017, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2019 without problems. Further medical history reported as none. Patient has no history of bell's palsy, facial paralysis, or stroke symptoms. On 07/09/2019, the patient was injected with one syringe of radiesse(+) to the cheeks. One hour after injection, the patient called the office complaining of pain in the right cheek. She self medicated with prednisone which she already had at home. Later in the evening of(B)(6) 2019, the patient was in excruciating pain and presented to the emergency room (ER). Treatment in the ER unknown. The patient declined to return to the office one week post injection as requested. She developed significant motor and sensation loss in the midface as well as skin sloughing on the right lateral cheek, clarified as 1cm x 0.5cm. The sensation loss was clarified as numbness in the midface. Motor loss confirmed as her lip was drooping considerably. She could not open her mouth and could not blink with right eye. The physician diagnosed arterial occlusion. No treatment was provided by the physician for any of the reported events as he felt they would resolve on their own. On (B)(6) 2019, the patient presented to the injector's office for follow up. She was 95% better. The skin sloughing was resolved but some pigment discoloration remained. Corrective treatment with sciton laser for pigment discoloration was performed. The patient was able to completely close the eye and to smile normally. The patient is not scheduled to return to the office but is expected to return as she inquired about having additional cosmetic treatments.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event arterial occlusion was deemed to meet serious injury criteria of important medical event. The device history record for radiesse(+) dermal filler lot 100119460 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us physician and concerns a (B)(6) female patient. The patient was injected with 1.5 cc of radiesse(+)(reported as radiesse) to the bilateral cheeks on (B)(6) 2019 by a registered nurse. Lot 100119460 (expiry 04/13/2021). Medical history positive for previous fillers to the lips and for radiesse injections in (B)(6) 2019, (B)(6) 2019, (B)(6) 2018, and (B)(6) 2018. Further medical history reported as none. Concomitant medications reported as none. Following injection with radiesse(+), the patient experienced significant discomfort/severe pain to the right cheek. At the time it was thought this could represent a hematoma. An unspecified time post injection, the patient experienced superficial loss of skin (described as both "1 x .05 cm" and 8 mm x 18 mm) on the right lateral cheek. She also experienced significant sensation loss and motor loss of the mid face, manifested as inability to smile on the right side of mouth as her lip would not elevate. In addition, her lip was drooping considerably. She could not open her mouth and could not blink with right eye. The patient looks like a bell's palsy patient or a stroke victim. The patient followed up on (B)(6) 2019. A hematoma was ruled out. In the opinion of the physician, the patient experienced an arterial occlusion. The patient's lip is now elevating and slowly improving and she can open her mouth to a point. The sensation is slowly returning. The patient still cannot blink the right eye. Treatment reported as none. In the opinion of the reporter, the events are not permanent. (Per the physician, there is no treatment for these events but they will get better). In the opinion of the reporter, the events are severe and related to radiesse(+).